Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the device is depleting abnormally, device replacement was recommended. For now, the crt-d remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the crt-d is returned back from the field for analysis.